Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for essential tremor and movement disorders reported they had difficulty walking, acting like they were drunk, and stomach problems since implant when the device was on. The problems suddenly occurred again the day prior to this report. The patient had contacted their healthcare provider (hcp). It was noted the patient¿s therapy was off at the time of this report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that cause of the walking issues was that the ins was intentionally off. The patient contacted their healthcare provider (hcp) who took care of the issue.